Manufacturer narrative:
Complaint confirmed, the screw broke in two. The device was found to meet dimensional and material specifications. The cause is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two peripheral screws of the prosthesis broke post op. It was further reported that the breaka ge was not the result of a trauma. Initial surgery was an inverse shoulder prosthesis, performed on (B)(6) 2019. Revision surgery was performed on (B)(6) 2019. All fragments have been removed during the revision surgery. During the revision, a spacer was implanted. No further information received. Update 29-june-2020: the central screw was intact. Batch numbers were provided. The device breakage was discovered by x-ray. All available x-rays have been provided to arthrex. Patient had reported to the surgeon that post op aftercare instructions were followed. Because of an infection, a cement spacer was implanted. It is expected that the total prosthetics will be returned.